Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.

Event description:
It was reported that the hudson/modified trinkle attachment was observed to leak a red substance during cleaning. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was not received for evaluation, therefore, the reported event was unable to be confirmed.

Event description:
It was reported that the hudson/modified trinkle attachment was observed to leak a red substance during cleaning. There was no patient involvement, and there were no user injuries or adverse consequences.